Manufacturer narrative:
Revision occurred after 8 weeks due to infection at implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 8 weeks after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to infection at the implant site. A 36 mm + 6 standard humeral cup and 9 mm spacer were explanted. These parts were replaced with an identical humeral cup and 2 of identical 9 mm spacers.